Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the device and verified that the device did lose power multiple times during the event; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event where they were providing care and performing a 12-lead analysis on a patient. There was no further information provided about either the patient or the event.